Manufacturer narrative:
The manufacturer is in the process of sending the affected device to the contract supplier for evaluation on 12/06/2017. A quality alert is issued to the contract supplier on 12/06/2017.

Event description:
The user reported a foreign object issue of the device on (B)(6) 2017. "We had an incident today involving an administration set that contained a contaminant. This was a primary tubing set (b2-70072) that was used and several medications were y-sited into it before the contaminant was noticed. We have kept the tubing and have included a picture. It appears to be wedged between the tubing/port connection." No patient injury occurred for this case. The medications used during this infusion were sodium chloride, rituximab, vincristine, doxorubicin, emend, aloxi, and benadryl. The event date was reported as (B)(6) 2017.

Manufacturer narrative:
The user-reported foreign object issue was confirmed. Zyno medical has received the investigation report from the contract supplier carefusion on (B)(6) 2017. The contract supplier examined the affected device and confirmed the presence of the contaminant. Through the review of the manufacturing procedure and assembly process, the contract supplier determined that the issue could not have been generated during the manufacturing process. It is possible that the contaminant was accidentally introduced into the tubing during device use. The root cause of the issue was unknown. Further details can be found in the attached investigation report.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00329).